Event description:
Info received indicates the head of the bed cannot be raised or lowered.

Manufacturer narrative:
The tech found the manifold was leaking. He replaced the head up and down hydraulic valves to repair the bed.